Event description:
It was reported that a half day infusor leaked from the elastomeric reservoir. The exact location of the leak is unknown. The infusor was filled with the antibiotic desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between 04/12/2013-04/16/2013. Evaluation summary: the sample was received for evaluation. Visual inspection and a functional leak test were performed. A leak was identified from the welded area of the volume indicator port, confirming the reported condition. The leak was caused by an improper ultrasonic weld of the volume indicator and port. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.